Event description:
Patient was having an MRI placement of dbs electrodes and a screw broke when the surgeon was adjusting the scalp mount. The approximately 4 mm threaded tip was left in the patient's skull as removal would have caused more damage to the skull.